Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supervisor. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). This MDR is for the second device reported, for the first and third device reported refer to section h10.

Event description:
The user facility reported that post successful left heart cath there were no patient complications. The angio-seal 6fr vip device would not allow the arteriotomy locator to snap into the angio-seal sheath. The device got to the patient's stick site; however, it started to slide back off sheath. Another device was attempted; however, the same occurred. A third angio-seal was attempted on the back table; however, it did not snap on. Therefore, another angio-seal with a different lot number was used and everything worked fine. The patient was able to be closed with no issues. No blood loss was reported. Additional information was received on 31jul2025: the angio-seal did not click or mate. The operator attempted 3-4 times on each angio-seal.